Event description:
I used fixodent daily at that time. I went to work at 5:30 and around 6:30 had the stroke. I was taken to (B)(6) hospital in (B)(6). After the stroke in 92, I changed to the powder adhesive. I could control the amount better. I don't have the tube of fixodent any more. I bought it in 4 of 1996 is all I can tell you about it. I bought it at (B)(6). Frequency: daily. Event abated after use: no.